Event description:
During the implant procedure, the patient experienced ocular deviation. The hcp determined that the electrode may have been too deep and this was readjusted. After surgery, the patient's ocular difficulties resolved but patient complained of continued dizziness, and more concern with memory difficulties. Family member noted patient frequently gets lost while out of the house. Postoperative CT showed the electrode was superior and not near areas of the brain the hcp would expect to be responsible for dizziness or memory problems. The patient was referred for a more detailed neurological consultation. The hcp stated the patient had appointment in 2001 with finding of memory problems, falls, double vision in left eye, difficulty moving eyes to the left, problems with feeding self and writing with right upper extremity. The patient had deep brain stimulation amplitude decreased to 0.0. A head CT was performed. When deep brain stimulation was activated, the patient's symptoms became worse after 5 minutes. The patient was last seen 2/2001, when the device was turned off.